Manufacturer narrative:
(B)(4) date sent: 1/4/2021 d4: batch # u5du7x h6: component code: mechanical(g04) investigation summary the analysis found that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received broken with the pan detached and fully fired. It was difficult to load the test reload into the returned actual device, hard force was used to fully seat the reload into the device, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged was due to an improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, the stapler reload was very difficult to load and unload. After firing, the scrub tech tried to unload the stapler, and the reload shattered, leaving the metal base inside of the cartridge jaw of the stapler. A new device was used. There was no delay to procedure and there were no patient consequences.